Manufacturer narrative:
This report is for the same event as manufacturer reports: 2937094-2020-00816 and 2937094-2020-00915. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified a distal circumferential fracture in the fiber glass cap tip. A distal circumferential fracture may potentially result in forward firing. The fiber proximal to fracture can rotate independently of metal cap. Additionally, the distal part of glass cap is detached and not returned for analysis. The hene (helium-neon) laser fixture testing conducted did not identify signs of breakage along the length of the fiber. The aim beam was observed at fiber output window. The fiber connector cone, segments, and tabs appear in good condition and secured, and it passed the signature verification test. Based on the observed circumferential fracture, and glass cap detachment, the as reported event is confirmed and an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture and glass cap detachment likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture and glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during laser photovaporization of a 100 ml prostate gland, the first fiber end fired after 97,913j with 17:02 minutes of use. A second fiber was chosen to continue with the procedure but it also end fired after 10,567j and 2:26 minutes of fiber use. A third fiber was chosen to continue with the procedure but the fiber stopped working after 182,951j and 30:30 minutes of use. All fibers were confirmed to be in good condition upon unpacking and preparation. There were no console courtesy messages observed during use of the fiber. The case was completed with a fourth fiber without patient complications. This report is for the 1st fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00816.

Event description:
It was reported that during laser photovaporization of a 100 ml prostate gland, the first fiber end fired after 97,913j with 17:02 minutes of use. A second fiber was chosen to continue with the procedure but it also end fired after 10,567j and 2:26 minutes of fiber use. A third fiber was chosen to continue with the procedure but the fiber stopped working after 182,951j and 30:30 minutes of use. All fibers were confirmed to be in good condition upon unpacking and preparation. There were no console courtesy messages observed during use of the fiber. The case was completed with a fourth fiber without patient complications. This report is for 1st fiber.